Event description:
It was reported that the vns patient was experiencing an increase in seizures. The patient had several seizures (3-4) over a short amount of time. The initial report indicated that the seizures have resolved. The patient has also been exhibiting bradycardia with the last 24 hours from the report. The physician later reported that he wanted the patient's device turned to 0ma and have the magnet on for some type of rescue and monitor the patient to see if there was relationship of the bradycardia to vns. The patient does have a history of cardiac issues. However, several months after implant the physician began to notice the bradycardia event. At this point, he is unable to relate vns to the bradycardia. Good faith attempts for additional information have been unsuccessful to date.